Event description:
It was reported that the pt received an implant on (B)(6), 2007 and experienced unk symptoms. A revision surgery is scheduled for (B)(6) 2012; however, pt is a bi-lateral durom pt and it is unk which hip (or both) will be revised on (B)(6), 2012.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Review of event description: product was implanted on (B)(6) 2007 and was revised on (B)(6) 2012 due to unk reasons. Visual examination: during the visual examination the durom acetabular component presented light third body material and limited scratching on the porous coating, severe dark third body material on the articulating surface and rim. Metasul ldh large diameter head presented moderate dark third body material on the outer and inner faces, head cavity walls, head cavity floor, taper cavity floor and on the inner taper surface. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the pt underwent a revision surgery on (B)(6) 2012.